Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced stress incontinence, frequency, urge incontinence, vaginal bleeding, bacterial vaginosis, vaginal irritation, a blood clot and urinary tract infection. The other procedure is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/20/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.